Event description:
It was reported the patient experienced a loss of efficacy, unrelated to the stimulation therapy, on the right side. A brown spot "which looked like a burn" over the implant site was also reported. A new battery was put in the patient programmer. The left side device was reportedly working as intended. The patient saw their physician regarding the symptoms. The device was reprogrammed. Both stimulators were replaced. No further problems were reported.